Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Anchor stayed in place when tensioned but suture line broke off. Procedure was attempted 3 times but unsuccessful.

Manufacturer narrative:
One partial altis sling was received for evaluation. Examination and testing revealed the mesh is torn in half near the end of the sonic weld on the static portion of the sling. About ½ an inch of mesh was returned. No other components of the sling were returned. Due to the incomplete condition of the device returned, quality cannot determine the root cause of this reported complaint. Should additional information be received, this file will be re-evaluated, according to procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to suture line broke off are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time.